Manufacturer narrative:
Testing and investigation found the device powered on and alarmed audibly for s321 (motor error - pmc, left) malfunction alarm code. Visual inspection revealed that the mr2 motor was loose due to a broken rtv seal. The probable cause of the s321 malfunction was due to a broken rtv seal on the mr2 motor. An investigation found that the rtv issues were caused either by rtv being under applied to the specification, or excess grease from the o-ring installation was not removed, and the rtv is applied over the grease. The rtv may not hold the motor in place under a load which will result in an s321 malfunction alarm. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. The device was returned to the biomedical dept with a note that indicated, s321 error. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, a s321 malfunction alarm code was noted in the device history. No additional information was provided.